Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, an implantable cardioverter defibrillator (ICD) was attempted but not used because there was a setscrew problem. It was noted that it was impossible to connect the lead to the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.